Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose tibial component. It looks like it subsided.

Manufacturer narrative:
Correction h6 (results code and conclusion code). The reported event could be confirmed bases on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of CT scans, medical expert opined that loosening and subsidence of the tibial component can be confirmed with the given clinical information. There is radiolucence and some cysts and the anterior tibial component looks subsided. The underlying cause is unclear, but a patient related loosening due to poor bone substance is likely. Based on investigation, the root cause was attributed to a patient related issue. The event was most likely caused by poor bone substance. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loose tibial component. It looks like it subsided.